Event description:
On a preventive maintenance visit at the customer facility, the field service engineer (fse) observed that the device lid was cracked. Fse also noted multiple e76 error messages which could be attributed to a faulty disinfectant tank fluid sensor. Fse inspected the tank fluid level sensor and found small bubbles forming around the sealant of the metal rods. Some of these bubbles appeared to have small traces of fluid in them which could trigger the level sensor. There is no patient involvement.

Manufacturer narrative:
Fse replaced the device lid and tested the device. The device tested okay. Equipment was repaired and verified according to other equipment manufacturer instructions. Software attributes were verified and confirmed. Equipment passed the electrical safety test. On the day of the preventive maintenance the field service engineer (fse) replaced the tank fluid level sensor for the issue of the e76 error messages. Fse returned at a later date to replace the cracked lid. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for this device. It is likely the cause of the cracked lid issue is that the user made a device or something hard come in contact with the lid. The user can detect the event by inspecting equipment in accordance with the following instructions for use (IFU) statement; chapter 3 inspection before use: 3.2 inspecting the lid and lid packing before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. ·the lid is not cracked, broken, or otherwise damaged.